Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during priming. Customer's blood glucose was between 300 mg/dl and 500 mg/dl. Customer was advised to call during occlusion in order to troubleshoot. Battery cap would be replaced.